Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report a detached or missing sensor wire that occurred on (B)(6) 2015. The sensor was inserted at buttocks on (B)(6) 2015. Patient's mother reported sensor wire stuck under the skin after sensor insertion. Insertion site was red and swollen. Patient was crying and kept touching the affected area. Patient's mother was not able to see any portion of the sensor wire. Patient's parents took the patient to the emergency room at approximately 11:30 pm, on (B)(6) 2015. An x-ray of the affected area was taken. The physician had not experienced this before. After reviewing the x-ray, physician concluded that the sensor wire appeared to be twisted underneath the skin, in the shape of a corkscrew. Physician recommended that the patient have the sensor wire surgically removed. Patient's parents agreed to research surgeons. Patient was discharged at approximately, 2:00 am on (B)(6) 2015. At the time of contact, it was reported that the patient did not require surgery. Patient's surgeon did not perform surgery as the sensor wire was no longer bothering the patient. Patient's mother reported the matter is considered closed at this point. No additional event or patient information is available.